Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.